Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The occlusion and excessive no delivery alarm tests could not be performed due to the alarms for the loose drive support disk. The insulin pump passed the displacement test.

Event description:
The customer reported that the insulin pump alarmed. The last blood glucose reading was 56mg/dl, and he treated with pizza. The caller also mentioned that insulin squirted out during the manual prime process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.